Manufacturer narrative:
No devices were returned within the duration of this investigation. The device identified by the complaint information has not been received for evaluation. The root cause of the complaint as reported was not possible to confirm. However, it is acknowledged that dornier laser fibers are fragile, and must be handled with care as instructed in the applicable instructions for use for laser fibers. Should a laser fiber be returned allowing further analysis, details concerning the evaluation will be provided in a follow up report.

Event description:
Dmta quality was contacted regarding a holmium laser fiber which was reported to have broken, "a urs treatment has been conducted in which a laser fiber was broken".

Manufacturer narrative:
One laser fiber was returned for evaluation based on the complaint as reported. The laser fiber returned was confirmed to be item k2013062 lot f2723s, and was confirmed to be broken as described by the complainant. Upon verification of the rfid, it was revealed the laser was power performance tested acceptably by dmta personnel, confirming the acceptable operation of the device. Additionally, a small amount of usage was recorded on the laser fiber, indicating perhaps a mechanical force placed on the laser fiber occurred early on during operation. It is acknowledged that dornier laser fibers are fragile, and must be handled with care as instructed in the applicable instructions for use for laser fibers. No manufacturing defects were revealed.

Event description:
Dmta quality was contacted regarding a holmium laser fiber which was reported to have broken.